Event description:
It was reported that the cuff was not inflating during pre-test. No patient injury was reported.

Manufacturer narrative:
Hold sm 5.10other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. One (1) sample was received in used conditions, with its certificate of safe handling. When the sample was inflated with air, the cuff only inflated one side. The pilot balloon was manipulated, and the cuff inflated. After the whole cuff inflated, it was deflated and inflated 4 times, all the times the cuff inflated completely. Based on the test, the unit is within spec. The complaint is not confirmed. No root cause could be determinate since the sample successfully passed cuff symmetry test. No corrective actions were taken since the complaint was not confirmed. No problems or issues were identified during this device history record review. E4: initial reporter also sent report to FDA is unknown.